Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had infection at the ipg site with swelling as symptom. It was believed that the infection was not device related but from the implant surgery. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Expiration date: ni additional suspect medical device components involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infiniontm cx 70 cm lead. Model #: sc-4316, lot #: 18549327, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had infection at the ipg site with swelling as symptom. It was believed that the infection was not device related but from the implant surgery. The patient will undergo an explant procedure. No device malfunction was suspected.